Manufacturer narrative:
Inspected one opened/used sensor and performed continuity resistance test found sensor passed per specifications and performed the sensor initialization test using a new lab transmitter with a paradigm pump. Connected the sensor to the transmitter and placed it in 100 bts solution, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. The sensor functioned properly. Cannot performed bts test as the sensor is beyond its expiration date.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 140 mg/dl and the sensor glucose was 40 mg/dl at the time of the incident. The current sensor glucose was 106 but blood glucose was 199 mg/dl. Troubleshooting was done and customer stated that blood glucose value from reported event was 199 mg/dl and sensor glucose value from reported event was 106 mg. Sensor glucose and blood glucose difference is not within acceptable range. Insulin delivery was suspended due to sensor glucose values. Sensor glucose value that triggered the suspend event multiple times. Suspend on low limit in sensor settings was 65 mg/dl. The sensor will be returned for analysis.